Manufacturer narrative:
Additional information was added: the device was manufactured from september 3, 2019 - september 4, 2019. The actual device was evaluated. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusioin. The device was filled with 13500mg piperacillin / tazobactam in 0.9% sodium chloride (nacl). The reporter stated that only 20ml was infused out of the total of 240ml. There was no patient injury or medical intervention associated with this event. No additional information is available.